Event description:
It was reported that the device was for demonstrations. The device was non-functional at the system check. Another device was used at the demonstration.

Manufacturer narrative:
Date sent 3/24/2009. Eval summary: the handpiece was tested on a generator and gave an error code 3. It no longer meets design specifications for continuity. The handpiece was disassembled, a torn acoustic isolator was found in the instrument.